Manufacturer narrative:
Intuitive surgical, inc. (Isi) further investigated the returned 30-degree endoscope. The missing screw that was reported by the customer was found to be on the housing at the proximal end of the endoscope. Since this is the end of the endoscope which does not enter the patient, there is no risk for the screw to potentially fall inside the patient's anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle, one-third of the endoscope cable. There also was a transmittance test failure. The complaint was confirmed by failure analysis.

Event description:
It was reported that the 30-degree endoscope plus had a missing screw on the control head. There was no reported injury.